Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively of a laparoscopic total extraperitoneal procedure ,on fascia closure, the thread of the device broke after the procedure. A reoperation was needed, the hospitalization was prolonged for one day. No patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of two images of the device. Visual inspection of the first image noted about seven pieces of broken sutures. None of the suture pieces had a needle attached. The second image noted the suture used in surgery which did not have a needle attached. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, post-operatively of a laparoscopic total extraperitoneal procedure, on fascia closure, the thread of the device broke after the procedure. A reoperation was needed, the hospitalization was prolonged for one day. The anterior fascia did not stay sutured because the thread broke. The first closure was done laparoscopically, the second time was open. The patient is good.